Event description:
It was reported that during the pre-use check, leakage of fluid from the product was observed. No additional information was available. No patient was involved.

Manufacturer narrative:
Other text: h3 and h6 - health impact and evaluation codes: updated. Device evaluation: one device was returned for investigation. Visual inspection found no damage or contamination in the unit. Functional testing found no leak observed in the unit received. By the physical evaluation of the unit, the complaint was not confirmed. No root cause could be determined. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products. No actions taken since the complaint was not confirmed.